Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external device. As a result, surgical intervention may be undertaken in the future.